Manufacturer narrative:
Report confirmed. Evaluation determined that the leg and foot was worn and detached. Previous investigation performed under pr# 127716 determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warnings do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff. In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated."we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of parts detached. It was reported that there was no patient impact. Upon analysis, it was noted that the leg and foot was detached. Upon follow-up, it was reported that there was a procedure delay and an additional intervention of preparing a backup device. It was also reported that there was no further information regarding the status of the patient post surgery.